Event description:
It was reported that this pacemaker was part of a system revision due to infection and erosion with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker remains in service as it is used externally as a temporary pacing device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.